Manufacturer narrative:
A product investigation was performed ¿ the click'x pedicle screw was analyzed for conformance to print specifications and the device history records were reviewed. No abnormal findings were identified. Based on these findings it is concluded that the cause of failure is not due to any manufacturing non-conformances and it is assumed that mechanical overload led to the screw head popping off. Furthermore, it was found that the closing cone in the head of the pedicle screw had severe damage that could have caused polyaxiality is no longer guaranteed. Whether these were made damage during insertion of the screw or during reposition phase, cannot be determined. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient date of birth/age, gender, and weight are unknown. Exact date of event is unknown; reportedly occurred the first week of (B)(6) 2015. Additional product codes for this report include: mni, mnh, kwp, and kwq. Device came loose intra-operatively and was not implanted or explanted. Complainant part is expected to be received for manufacturer review/investigation, but has yet to be received. (B)(6). The investigation could not be completed; no conclusion could be drawn as no product was received. Device history review: manufacturing location: (B)(4) - manufacturing date: may 5, 2014. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a 3d head came loose from a pedicle screw during a reposition of a spondylolistheses (open access) procedure in (B)(6) 2015. The surgeon had relatively strong acting while using the repositioning instrument. A substitute screw was used and the procedure was successfully completed with no reported time delay. This report is 1 of 1 for (B)(4).